Manufacturer narrative:
It was reported that the wheel of the rollator came off and the end user fell and suffered a concussion and a soft tissue injury to his neck and back. We have no sample to evaluate and no lot number was reported. We have not confirmed the issue or identified a root cause. The age and overall condition of the rollator is not known. It is also not known if the rollator had been maintained. We have not confirmed the device caused or contributed to the incident but due to the reported injury and in an abundance of caution this medwatch is being filed.

Event description:
It was reported that the wheel came off and the end user fell. He suffered a concussion.